Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported imaging issue could not be confirmed due to the condition of the returned device. The catheter tip was noted to be fractured. Functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and imaging issue could not be conclusively determined.

Event description:
This report is to advise of a fracture found in the catheter during analysis.